Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. B1 date of event was unknown.

Event description:
It was reported the patient stated their stimulation is not doing anything for them and they recently found out they have 30 percent kidney function. The patient believes their implant is the reason why their kidney function is failing. Before they were implanted, the patient had 70 percent function and did not have issues with their kidneys until after being implanted. The patient wants to have their device removed because they believe it is causing issues with their kidneys. The patient's primary care physician advised the patient should have their device removed. After four weeks of being implanted, the patient's white blood count has skyrocketed. The patient was nauseous, experienced vomiting, and passed out. The patient's kidney levels were high. The primary care physician advised the patient to go to the emergency department, but the patient did not. According to the patient's daughter, the implanting physician refuses to remove the device. The patient's device was turned off, but the patient does not recall turning off their device. The patient wants their device removed. There was no medical/surgical intervention performed, and no further patient complications were reported.

Manufacturer narrative:
Block b3: date of event estimated. Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of nausea, vomiting, unspecified kidney or urinary problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. Correction: block g2: report source.

Event description:
It was reported the patient stated their stimulation is not doing anything for them and they recently found out they have 30 percent kidney function. The patient believes their implant is the reason why their kidney function is failing. Before they were implanted, the patient had 70 percent function and did not have issues with their kidneys until after being implanted. The patient wants to have their device removed because they believe it is causing issues with their kidneys. The patient's primary care physician advised the patient should have their device removed. After four weeks of being implanted, the patient's white blood count has skyrocketed. The patient was nauseous, experienced vomiting, and passed out. The patient's kidney levels were high. The primary care physician advised the patient to go to the emergency department, but the patient did not. According to the patient's daughter, the implanting physician refuses to remove the device. The patient's device was turned off, but the patient does not recall turning off their device. The patient wants their device removed. There was no medical/surgical intervention performed, and no further patient complications were reported.